Event description:
Patient was implanted with multilock humeral nail on an unknown date. Approximately 5 weeks postoperative, the patient presented to the emergency department on (B)(6) 2013 and an x-ray taken showed the nail was broken. Patient was returned to the operating room on (B)(6) 2013 for removal of broken nail and revision to a plate. All pieces of the nail were retrieved. Patient outcome was reportedly good. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.